Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues were found during use with a IV set/c35/20drop/1cq. The following information was provided by the initial reporter, "when flowing 200ml of saline(antiemetic), the alarm of the pump rang. No info whether it rang when flowing saline or antiemetic."

Manufacturer narrative:
H.6. Investigation summary: when we checked the appearance of the actual product, no abnormalities such as breakage or deformation were found. After passing the purified water, it was confirmed that it flowed without any problem. When the airtightness of the actual product (the relevant jis standard: 150 kpa, no leakage when pressurized for 15 minutes) was confirmed, no leakage was recognized from any part of k. When attached to our te-161s bright infusion pump and infused with purified water at a flow rate of 100 ml / h for 3 hours, no abnormalities such as alarms were found. A device history review was conducted for lot number 1902084c. No abnormality was found in the actual product, and the requested event could not be reproduced, so the cause could not be identified. H3 other text : see section h.10.

Event description:
It was reported that flow issues were found during use with a IV set/c35/20drop/1cq. The following information was provided by the initial reporter, "when flowing 200ml of saline(antiemetic), the alarm of the pump rang. No info whether it rang when flowing saline or antiemetic."